Manufacturer narrative:
(B)(4). D10: medical product: biomet bc r 1x40 us, item#: 110035368, lot#: 447baa2510. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient was revised approximately four and a half years post implantation due to aseptic loosening of the femoral component. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: h4 visual inspection of the provided images performed. One image appears to have been taken during the surgical procedure showing products implanted in the patient and the other image shows the affected product after explantation. Biological residue is evident on the explanted product. Unable to determine the extent of any wear or damage from the image. The physical device was not returned; therefore, further assessment could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.